Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. Stryker pac determined the reed switch sw5 was the cause of the reported issue. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device was not powering up when opening the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering up when opening the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.